Event description:
Complainant alleged that during biomed testing the device's pacer current was incorrect. Upon initial inspection at zoll medical the technician found that the pacer current display readings were erratic and unstable with intermittent readings at zero milliamps (0ma). Complainant indicated that there was no pt involvement in the reported malfunction.